Event description:
A copy of the medwatch report was received from FDA which states, ¿epinephrine and norepinephrine infusions were running in channels a and b of the alaris pump. While moving patient from CT table to stretcher the channels stopped communicating and turned off. Channels were quickly restarted and reprogrammed and patient's vitals remained relatively stable¿. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A copy of the medwatch report was received from FDA which states, ¿epinephrine and norepinephrine infusions were running in channels a and b of the alaris pump. While moving patient from CT table to stretcher the channels stopped communicating and turned off. Channels were quickly restarted and reprogrammed and patient's vitals remained relatively stable¿. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available. Additional information: medical device serial #, unique identifier (UDI) #, device manufacture date, imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.